Event description:
Patient was found (after moving out of MRI scanner and unwrapping the bed strap) that the pre-assembled IV tubing was disconnected at the t-piece most proximal to the patient. There was ~100 cc IV fluid and some minimal blood on the patient gown and blanket hidden by the MRI table strap. This was unrecognized as the patient was in the bore of the scanner. The consequence of this disconnect was that the MRI contrast administered more distal in the IV set was delivered to the table and not intravenously. This required us to reintubate the patient, administer the contrast, and scan for an additional 40 minutes under ga. I was told by the crna that these disconnect at this location quite frequently and they constantly check that location for loose connection.